Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 into another manufacturer's 7f sheath, the physician experienced resistance. After the physician performed several passes, the tip of the cat6 became kinked and ovalized. Therefore, the physician removed both the cat6 and 7f sheath and completed the procedure using an 8f shuttle sheath and an indigo system aspiration catheter 8 (cat8). There was no report of an adverse effect to the patient.